Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent a knee arthroplasty revision and removed the patellar component.

Manufacturer narrative:
Medical products: zimmer n-k flex articular surface catalog #: 00-5428-011-19 lot #: 60933709, zimmer gender solutions n-k flex femoral component catalog #: 00-5410-016-01 lot #: 61725602, zimmer n-k ii stemmed tibial baseplate catalog #: 6307-00-220 lot #: 62132328, heraeus palacos bone cement catalog #: 00-1113-140-01 lot #: 74834314 reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records for the articular surface and patella identified no deviations or anomalies. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. Review of the complaint history determined that no further action is required as no were trends identified. Operative notes from the primary surgery state the patient underwent left total knee replacement due to osteoarthritis. Excellent stability, good tracking, and full extension were noted during trialing of provisional components. It was noted that all components were cemented into place and the knee was held in extension until the cement hardened. The operative notes state there were no complications. Review of the implanted components identified no compatibility issues. Operative notes from the revision surgery were not provided, but the informed consent form for the revision states that the planned procedure was a left total knee arthroscopy with possible revision of the patellar component and possible lateral release. Per the gender solutions n-k flex system package insert, loosening or fracture/damage of the prosthetic knee components or surrounding tissues is a known risk of this procedure. A definitive root cause cannot be determined with the information provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that after a knee arthoplasty the patient was revised due to a broken liner. The patient's patellar component was also removed for an unknown reason.